Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown on the implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.